Event description:
Litigation alleged the patient suffered physical injury, pain, bodily impairment and high levels of toxic metal in her blood stream as a result of the implanted asr hip.

Event description:
**Update: 2/6/2013 sales rep reports that the patient was revised because the cup was found to be loose.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: thin-walled posterior pseudotumor that was grayish brown to black stained; debris in hip joint; approximately 3cc of gray brown fluid; femoral head has reflective ring area in the midportion, which may possibly represent an area of wear; femoral neck sleeve has a small amount of corrosion; cup was easily removed; small amount of gray fibrous tissue in the acetabular fovea. The adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
Depuy still considers this complaint closed.